Event description:
It was reported that while testing for sars cov-2 with bd rapid detection of sars-cov-2 veritor¿ 8 false negative results were obtained. Confirmatory testing using unspecified brand and results were positive. There was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: customer reports that false negative result for cat 256089.

Manufacturer narrative:
Eua (B)(4). Initial reporter state: address information was not able to be obtained, therefore, (B)(6)was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false negative when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number 1301007. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. A photograph was returned and showed bd's rapid detection of sars-cov-2 veritor ce test results and also showed test result of another brand. The reported issue was unable to be confirmed. The root cause could not be identified. No trend against false negative was identified. Currently no adverse trend for false negative was identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported that while testing for sars cov-2 with bd rapid detection of sars-cov-2 veritor¿ 8 false negative results were obtained. Confirmatory testing using unspecified brand and results were positive. There was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: customer reports that false negative result for cat 256089.